Event description:
Healthcare professional reported left side rupture confirmed by MRI. Device has been explanted and a posterior capsulectomy performed.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2201 biopsy, f2203 imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.